Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false negative tests. Further investigation could not be completed due to lack of information. Cartridge serial numbers, lot numbers and reader serial number were not provided.

Event description:
Customer reports daughter received two suspected false negative results on an unknown date when using the cue covid-19 test for home and over the counter (otc) use (cartridge sns, lot numbers, reader sn not provided). Individual tested positive with two unspecified covid-19 antigen tests. Customer states they have received dozens of negative results for himself, his wife and his daughter, however, he only alleged false negative results for his daughter. Although requested, customer did not respond to technical supports three attempts to obtain further information.